Event description:
Per the clinic, the patient showed no behavioral response to sound with device use post implantation. Imaging revealed the electrode array was extracochlear. The device was explanted (B)(6) 2013 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device currently unavailable.

Manufacturer narrative:
This report is filed february 14, 2014.